Manufacturer narrative:
(B)(4) (sustained clonus). (B)(4).

Event description:
It was reported that at the beginning of (B)(6) 2010, the pt experienced irritability, itching and sustained clonus. A catheter access study was done on (B)(6) 2010 and the hcp was able to withdraw 3ml from the port. At the end of (B)(6) 2010, the pt continued to have withdrawal episodes, which continued intermittently through (B)(6) 2011. On (B)(6) 2011, a spinal incision was made and the catheter was disconnected at the pin connector with immediate retrograde flow of csf (cerebrospinal fluid). The existing proximal piece of the catheter was replaced. There were no visual anomalies observed with the catheter sys. The medication being delivered via the device was lioresal. The pt recovered without sequela.